Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing separated from the cartridge due to a cartridge adhesive failure. Reportedly, the cartridge had been in use for 5 days. Tandem technical support advised the customer to follow proper cartridge labeling. A new cartridge was loaded resolving the issue. Blood glucose level was 160 mg/dl.